Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent was damaged. The physician was attempting to place the stent to the om (obtuse marginal) and was passing the device through a previously placed stent. While attempting to cross the previously placed stent, the stent struts flared. Another of the same device was utilized successfully. There was no reported pt complications and the pt's status was reported as "okay".

Manufacturer narrative:
.